Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was completed using a watchman flx laa closure device with delivery system (wds). During the procedure the patient experienced a stroke. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2021 as the implant occurred in (B)(6) 2021. Implant date - estimated as (B)(6) 2021 as the implant occurred in (B)(6) 2021.